Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to skin breakdown and infection. The patient was treated with oral antibiotics (specific date and duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.